Event description:
It was reported that four ventricular sense episodes were due to noise. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B)(4) the actual device was not received for evaluation. Review of performance data collected from the device indicated there were no anomalies but there were conditions that could lead to lia (lead integrity alert) being tripped.